Event description:
It was reported that during a veterinary procedure on (B)(6) 2013 suture was used. The needle detached from the suture as the veterinarian pulled it from the pack.there was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: a needle that was broken at the attachment end was returned for evaluation.the device was visually evaluated. Upon evaluation, the needle exhibited amounts of intergranular and possibly some transgranular failure.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.